Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device displayed an 'audible alarm failure' alert message. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient/user involvement: the fse reported there was no patient involvement.